Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s gaskets split (tore) during the procedure. Two unopened 512s are also being sent back for analysis.